Event description:
During a laparoscopic hartmann's procedure, there was oozing amd the site had to be burned to achieve hemostasis. Some of the staples did not form at all. The case was finished with a tl60, with no adverse outcome to the pt.